Event description:
The customer reported to olympus, the gastrovideoscope had an issue with the video. The device was returned for evaluation. During the device evaluation, there was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the additional findings were as follows: elevator channel plug had corrosion and was leaky; charged coupled device unit was the position of its cable limited length for repair; due to the damage on the ultrasonic cable, the number of missing element exceeded the standard value; adhesive on the bending section cover (a-rubber) had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and ultrasound probe could not be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. The event may be prevented by following the instructions for use which states: instructions - evis exera ii ultrasound gastrovideoscope - olympus gf type uct180 important information ¿ please read before use warnings and cautions warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.